Event description:
During an atrial fibrillation procedure, an effusion occurred requiring pericardiocentesis. The physician accessed the right atrium and prepared for transseptal. Before transseptal puncture the patient became hypotensive so the physician viewed the left ventricle with the ice catheter and noted a small effusion. After wide antral circumferential ablation (waca) was completed without incident, the physician viewed the left ventricle again and the effusion had approximately doubled in size. The physician opted to perform a pericardiocentesis. The pericardiocentesis was performed without incident and blood was drawn from the epicardial space by syringe and then a tube and drain bag was connected. The patient left the lab in stable condition to go to the ICU. The current status of the patient is unknown. There were no performance issues with any of the abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.